Event description:
It was reported that cartridge did not fully snap into pump, and caller noted cartridge fit issue while using pump without case. There was no reported impact to the customer¿s blood glucose level. Customer inspected pump and pneumatic area as instructed, removed o-ring from pneumatic tap, cleaned area with alcohol wipe or lint-free cloth, confirmed cartridge o-ring was intact, and successfully reloaded original cartridge through pump load menu, after which insulin therapy was resumed successfully.